Event description:
This incident was reported on (B)(6) 2019 as reporter states that there was dissection of vessel during hcc ctace procedure in severely tortuous vessel during the use of the sequre microcatheter 2.8 fr and was switched out for direxion following this. Reporter admitted and documented that tortuosity was severe. Follow-up information was received on (B)(6) 2019, in which reporter states that the dissection was a result of a rigid tip of the microcatheter.